Manufacturer narrative:
A2 age at time of event: 18 years or older.

Event description:
It was reported that a perforation occurred. Vascular access was gained via the femoral artery. The 85% stenosed, concentric, de novo target lesion was located in the severely calcified and moderately tortuous right coronary artery (rca) with a greater than 45 and less than 90 degree bend. The vessel was predilated. A 1.50mm rotalink plus and a rotawire were selected for use. The lesion was engaged with a 7f 3.5 guide catheter. A non-boston scientific guidewire was advanced through the lesion and exchanged with a rotawire. The burr was loaded over the rotawire then advanced and parked proximal to the lesion. Rpms were set to 160. Rotablation was performed for 2 runs of 15 seconds each. A perforation was observed at the mid segment of the rca at the third run. Rotablation was stopped and a normal percutaneous transluminal coronary angioplasty (ptca) guidewire was crossed through the lesion and a 2.75 x 48mm non-boston scientific stent was implanted. The perforation was seen angiographically and a covered stent was used to complete the procedure. The patient's status was stable. It was further reported that the physician considered tortuosity as causing/contributing to the perforation.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a perforation occurred. Vascular access was gained via the femoral artery. The 85% stenosed, concentric, de novo target lesion was located in the severely calcified and moderately tortuous right coronary artery (rca) with a greater than 45 and less than 90 degree bend. The vessel was predilated. A 1.50mm rotalink plus and a rotawire were selected for use. The lesion was engaged with a 7f 3.5 guide catheter. A non-boston scientific guidewire was advanced through the lesion and exchanged with a rotawire. The burr was loaded over the rotawire then advanced and parked proximal to the lesion. Rpms were set to 160. Rotablation was performed for 2 runs of 15 seconds each. A perforation was observed at the mid segment of the rca at the third run. Rotablation was stopped and a normal percutaneous transluminal coronary angioplasty (ptca) guidewire was crossed through the lesion and a 2.75 x 48mm non-boston scientific stent was implanted. The perforation was seen angiographically and a covered stent was used to complete the procedure. The patient's status was stable.